Event description:
Reporter indicated that their (B) (4) handheld computer containing (B) (4) programming software was freezing up. Reported "sometimes I can interrogate and then it will freeze at the interrogation successful screen. Other times, I get to the settings screen and then it freezes". Good faith attempts are being made for the product to be returned for product analysis.